Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that it was unknown if the patient had an infection and unknown if it was related to the device/therapy. They noted the steps taken were "patient went to ER (B)(6) 2024, was believed that patient did not have infection and was treated with antibiotics as precaution." The cause of the leads being disconnected was unknown to the hcp. They noted the likely cause as being "believed to be accidentally dislodged by ER physician." The steps taken/will be taken regarding this issue were noted as being "no additional steps other than patient education will be improved from our end, non-compliance from patient was a major issue." It was unknown to the hcp is the issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was noted that the patient's trial started on (B)(6) 2024. It was reported that the patient was experiencing a device site infection and soreness. This issue was on going. Additional information was received from the patient on 2024-feb-10. They reported having gone to the emergency room. The doctors took their tape off as it was "loaded with dried blood" and the surrounding skin was red and swollen. The doctors believed they accidentally dislodged the patient's wires in the process, but also that the patient likely did not have an infection. The patient was sent home with antibiotics just in case. On (B)(6) 2024 the patient reported that their leads were disconnected. And on (B)(6) 2024 they reported that their leads were still disconnected and they were waiting for a call back from their hcp. That same day they reported that their leads completely broke off and the device was sitting on their washing machine. They stated they were not tracking symptom data anymore and mentioned maybe doing another evaluation, but the first procedure was so painful they would need more medicine if they did it again.

Manufacturer narrative:
Continuation of d10: product ID: neu unknown lead, implanted: (B)(6) 2024, product type: other relevant device(s) are: product ID: neu unknown lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.